Manufacturer narrative:
H11: one (1) device and a photograph were received for evaluation. Visual inspection of photograph observed drops on the tube which suggested a leak may have occurred. The actual sample was visually inspected, and it was noted that there was a cut (snip ¿ ¿v¿ shaped) on the top side of the coiled tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) solution administration sets leaked near the y site due to cut/slice in the soft tubing. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.